Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert 07 appeared in pump history when issue began. There was no adverse impact to the customer¿s blood glucose level. Customer was using tandem charging cable with computer usb port, then used original tandem charging supplies with working outlet, after which pump began charging without shutdown or loss of function, and no further assistance was required.